Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therfore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. Prior to being hospitalized, the customer experienced high blood glucose levels and vomiting. Troubleshooting was performed and the insulin pump passed the required tests.